Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was seeing an 8286 (empty reservoir) code on their ptm (personal therapy manager). It was unknown by the reporter if the patient was due for a refill, but it was confirmed that the patient¿s therapy had not intentionally been discontinued. No patient symptoms were reported. No further complications have been reported as a result of this event.